Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the piston did not detect the reservoir. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The customer was not able to change the infusion set because the piston did not track the reservoir. The auto test and displacement tests passed and tried to charge again but the piston still did not detect the reservoir. The device will not be returned for analysis.